Manufacturer narrative:
The returned device was evaluated. During evaluation the reported complaint was confirmed. The front speaker was found to be silent. The front speaker had an open circuit. The bottom speaker audio was crisp and clean with no distortion.

Event description:
It was reported that the alarm tone is inconsistent. The customer described that the alarm volume is inconsistent and the tone sound "scratch". No known impact or consequence to patient.